Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that this device displayed a message indicating battery capacity was depleted and recorded a code 1007 indicative of a capacitor charge time greater than 45 seconds. Boston scientific technical services (ts) explained tachycardia therapy may no longer available and advised immediate investigation. Device data was sent to ts for review where disk analysis confirmed long charge times over 45 seconds that resulted in the device declaring end of life (eol) despite the battery voltage level being "good". The patient was hospitalized and a revision procedure performed wherein the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
A thorough evaluation of the device was performed upon receipt at our post market quality assurance laboratory. Visual inspection of the device noted tool marks on the case and body fluid contamination in the lead barrels; a hole was also noted in the seal plug. Review of device memory indicated that a charge timeout alert (> 45 seconds) had been recorded. The device case was opened, and visual inspection noted that one of the two high voltage (hv) capacitors was slightly swollen. The hv capacitor was analyzed, and it was concluded that the hv capacitor experienced internal arcing caused by a low resistance pathway between anode and cathode plates within the capacitor. This capacitor issue impacted the device¿s ability to provide shock therapy because the hv capacitors could not be fully charged.